Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller dc adapter (cdc000538) was returned for evaluation. No allegations made against cdc000538. Various analyses were conducted and reviewed in order to evaluate the performance of the device. Visual inspection revealed that the ac inlet power cable and the dc output voltage cable were cut. The controller dc adapter was unable to provide power. During supplemental testing, the damaged cables were replaced with known good cables. The device regained functionality after replacing the component. A possible root cause of the observed damage can be attributed, but not limited to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller dc adapter was returned to the manufacturer. The dc adapter has tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.